Event description:
A (B)(6) female patient contacted zoll customer support to report that "battery is not showing on the box." The patient was unable to give any more details. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem ("battery is not showing on the box") has been confirmed. Upon evaluation, the battery connector (j1) pins on the defibrillator board was found to be damaged, preventing the monitor from powering up. The root cause of the damaged battery connector pins cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector. The patient was issued a replacement monitor.